Event description:
Pt had a lithotripsy procedure done for kidney stones. This was the third procedure after procedure pt was in severe pain. 2 weeks later dr. Found massive hematoma. Hematoma was so big that it had to be aspirated only after pt had complained about shortness of breath and their blood pressure being out of control. After that pt had numerous follow-ups. Dr moved practice so pt had to find another urologist. Went to dr said would keep an eye on it. A year later went to see dr. He felt like pt had cancer. Said kidney had to be removed so pt had surgery. They did pathology report and said kidney was not cancerous. There was some questions on the setting of the machine. They used 30 kilovolts which some say was too high.